Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 27, 2024, was filed inadvertently. No topical antibiotics was administered. Per the clinic, the patient was treated with topical steroid (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced a magnet extrusion and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a device repositioning surgery under general anesthesia on (B)(6) 2025 for internal magnet replacement. The implanted device remains.